Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wash their hands properly. The patient presented to the emergency room; however, the patient was not hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the event. Action with pd therapy was not reported. The patient outcome was not reported. It was specified if the patient was retrained in proper aseptic technique after this reported incident. No additional information is available.